Event description:
A female patient underwent a therapeutic procedures for banding of distal esophageal varices. The speedband superview super 7 multiple band ligator device had been attached to a pediatric scope (8-8.2mm) which is smaller than a recommended scope o.d of 8.6-11.5mm. During the procedure, the ligating head of the speedband superview super 7 fell off of the end of the scope. The ligating head was retrieved with forceps. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the issue. The patient condition is reported to be 'fine'.